Event description:
Additional information was provided that no events occurred while the pump was in use with a patient.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a cracked on top case by the tube holders, the right plunger case was cracked and there was a non-OEM (original equipment manufacturer) super cap was found on main board. Unable to download the event history log (ehl) due to super cap post error was found at power up. The root cause of the issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pumps. The use of counterfeit components in the repair of pumps is strictly prohibited. Pump will be quarantine due to non-OEM super cap was found on main board.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited faulty barrel clamp. No patient injury reported.